Manufacturer narrative:
Analysis of the returned pumps identified no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8637-20 lot# serial# (B)(4). Product type pump. Information references the main component of the system. Other relevant device(s) are: product ID: 8637-20, serial/lot #: (B)(4), ubd: 28-oct-2020, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the procedure began around 1:12 pm on (B)(6) 2019. It was indicated a neurosurgeon was the assistant physician who ended up conducting the surgery because the primary physician showed no mastery to conduct 100% of the surgery. The primary physician made an incision for the catheter. The neurosurgeon insisted on making a new incision because they were not comfortable with the positioning, but was given the order to follow. The primary physician gave the order to open the catheter passer to pass the catheter to the pocket. The neurosurgeon had just opened the pocket to implant the pump. The order was given to open the 20 ml pump. The scrub tech began the process of removing the water from the pump. The primary physician proceeded to fill the pump with morphine, but eventually let air in. After this moment, a series of errors in the surgical field began. After damaging the 20 ml pump, the primary physician reported the pump was defective and would no longer use it. The order was given to open the 40 ml pump. Upon taking the pump, the neurosurgeon found the pump looked as if it had been violated. The part of silicone that is used to pierce and insert the medication was with several puncture marks. Photos were provided; seeming to confirm the report. It was stated they chose to try to implant the 40 ml pump and ignore the fact that it was violated, but they let in a lot of air and failed to properly perform the procedure until they twisted one of the needles that came along. After several attempts and a long period of surgery, the primary physician canceled the procedure, stating that both pumps were defective, they would no longer implant them, and they would suture the patient. Troubleshooting included tests to fill and remove water from the pump at the end of the procedure; everything was normal. Additional contributing factors were not reported. The issue was stated to not be resolved. The pumps would be returned. There were no patient symptoms or complications, no medical or surgical intervention, and the event did not lead to or extend hospitalization. The patient status was alive - no injury. Further complications were not reported.